Event description:
It is reported that the scrub nurse opened the cup during surgery and noticed a white cotton threadlike piece through the clear plastic packaging. A new cup was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.